Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the angiographic procedure. The customer pressed the footswitch multiple times to complete the procedure without a delay. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot make exposure. Review of system log file shows timeout in establishing connection with the generator and host pc cannot communicate with cube in a specific time. Upon troubleshooting, fse checked dcps (direct current power supply) in m-cabinet and found that there was output of 24v. The issue was resolved after replacing the dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to perform exposure or fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.